Event description:
During a procedure, the generator turned on, however no sensory or motor output was noted. The procedure was cancelled. There were no adverse consequences to the patient.

Manufacturer narrative:
No product was returned for investigation.  The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott, the reported ablation issue could not be confirmed.

Manufacturer narrative:
During investigation, the generator was connected to an external power source and the generator powered on successfully. The reported event was able to be confirmed. Based on the provided information and the observed symptoms, the issue was isolated to an abnormal functioning of a v/I board which was found defective. Replacing the ¿rf 1058 v/I board¿ resolved the reported event. The generator was powered on; it initialized successfully and displayed the software application. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.